Manufacturer narrative:
H10: the actual device was received for evaluation with drug fluid inside the bladder. Visual inspection via the naked eye found the tubing line was partially broken at the junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined; however, most likely due to the handling of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor separated. The connector in the patient end detached. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.